Manufacturer narrative:
Sections with additional information as of 04-apr-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Test strips were not returned for evaluation. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-012: product expired.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-012: product expired. Manufacturer contacted customer in a follow-up call on 03-feb-2023 to ensure the customer's condition had improved- able to establish contact with customer who stated her symptoms had improved some but she was still experiencing symptoms at the time. Customer reported going to the ER on 02/01/2023. Customer could not recall her blood glucose test result when at the hospital. The customer was diagnosed with high blood glucose and given fluids to lower it. Customer was discharged 02/02/2023. Manufacturer contacted customer in a follow-up call on 06-feb-2023 to ensure the customer's condition had improved- able to establish contact with customer who stated she did not currently have any diabetic symptoms. No additional medical intervention since the last call was reported. Manufacturer contacted customer in a follow-up call on 10-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she will call if she has concerns about the results once she tests. Manufacturer contacted customer in a follow-up call on 14-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 105-130 mg/dl. Customer advised that she is having frequent thirst, urination, dry mouth and blurry vision and she may seek medical intervention but was able to finish the phone conversation. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/24/2022 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.